Event description:
It was reported that a total of five (5) acuity universal cutters that were not sterilized were released through incoming quality inspection and were distributed to a single hospital. A removal was initiated immediately upon learning of the compromised sterility. Three (3) of these five (5) devices were retrieved the same day. The remaining two (2) devices were not able to be located. A review of the hospital's case records for all implant procedures performed since the receipt of the affected units was completed. This case review determined that there were two instances of device/lead implants that had occurred (since the units were shipped to the facility) where the two units unable to be located may have been used. Both of these implant cases involved implants of systems from other manufacturers (e.g., not boston scientific devices/leads). Although the health care facility personnel were unable to confirm that they were in fact used in these cases, the conservative assumption was made that they were. The local boston scientific sales representative informed the implanting physician of the two potential uses of unsterilized units. The physician planned to monitor the impacted patients, with no medical or surgical intervention planned. The physician's rationale for monitoring was because the patients are on antibiotics at the time of the procedure, and that although the cutter may contact the lead, it does not become implanted in the body. No patient injuries were reported due to the use of the unsterile cutters.